Manufacturer narrative:
E1. (B)(6). E1. (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 sire kit contained two (2) vials that appeared to have fungal contamination. The initial reporter did not indicate if the contamination was observed prior to or during use. There was no health impact or consequence reported.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 sire kit contained two (2) vials that appeared to have fungal contamination. The initial reporter did not indicate if the contamination was observed prior to or during use. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). The batch history record for kit batch 4262227 was satisfactory and no quality notifications were generated during manufacturing or inspection. The batch history record for sire supplement batch number 4179585 (sire supplement) provided via photo was satisfactory and no quality notifications were generated during manufacturing or inspection. There was one other complaint on kit batch 4262227 and sire supplement batch 4179585. Retention samples maintained for this product include the individual components but not the kitted configuration. Retention samples for sire supplement batch 4179585 were not available to assist in the investigation of this complaint. Two photos were received to assist with this investigation. Both photos showed a mass floating in the crimped vial of batch 4179585 exp 2026-12-24. No returns were received to assist with this investigation. This complaint can be confirmed from the photograph. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.